Manufacturer narrative:
Sections d3 email and g1 mfg site email were updated. The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6), and found liquid dripping near the power supply and traced the leak to the cuvette washer lines that had been inadvertently disconnected during cuvette dry tip replacement by the customer. The fsr also noted signs of charring on the main power supply power connector. The cable, mps to transformer input (c-35016865-01), tbg, manifold to alk nozzle (c-35016709-01) and tbg, manifold to acid nozzle (c-35016710-01) were replaced to resolve the issue. The instrument service history review revealed no additional tickets associated with smoke. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of trending data associated with the cable, mps to transformer input (c-35016865-01), trs cable assy (c-35016865-02), tbg, manifold to alk nozzle (c-35016709-01) or the tbg, manifold to acid nozzle (c-35016710-01) did not identify any trends. Manufacturing documentation for the alinity c processing module did not identify any issues associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity c processing module for serial (B)(6) or the cable, mps to transformer input, tbg, manifold to alk nozzle and tbg, and manifold to acid nozzle were identified.

Event description:
The customer observed smoke coming from the alinity c processing module after a leak of clear solution drained down onto the main power switch/connector. The power connector for the main power supply to the transformer had signs of charring. All modules were turned off, and no injuries occurred. No impact to patient management or user safety was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed smoke coming from the alinity c processing module after a leak of clear solution drained down onto the main power switch/connector. The power connector for the main power supply to the transformer had signs of charring. All modules were turned off, and no injuries occurred. No impact to patient management or user safety was reported.